Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was "high"; exact value is unknown. Customer also reported having a low amount of ketones. Customer addressed bg by delivering a manual injection. Reportedly, the customer reverted to an alternate form of insulin therapy.